Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the during the self test the ready for use indicator (rfu) displayed a red "x" with sound. There was no reported patient involvement/ adverse patient impact.